Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 5073775/7026664, model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.